Event description:
Revision of left total hip replacement. Revision of acetabular prosthesis left total hip with synovectomy and allograft bone grafting with grofton acetabulum due to failed acetabulum liner.

Event description:
Add'l info rec'd from MFR 9/24/04: MFR has not submitted a medwatch report for this event. The event description section of the voluntary report does not report a malfunction of the devices and te adverse event section has been marked n (no adverse event).